Event description:
The following has been reported by customer: a nurse set a flow rate that should have ended at a certain time, but the product (chemotherapy) was administered in one hour less than planned, causing some concern and increased monitoring of the patient. The user confirms that she has adjusted the pump correctly, with verification from two other people, including the patient herself, and suspects that there is an issue with the equipment. Additional information 22jan2026: the bag size is 512 ml and 20 ml in the tubing, the flow rate was set to 55 minutes, start time around 3:50 p.m. With an end time around 4:20 p.m. (Instead of 4:45-5:00 p.m.) With increased monitoring of the patient, protocol to be followed in case of allergy (major risk), administration of a product to "dilute" the effect. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.